Event description:
The pump was implanted on (B)(6) 2011 in the abdomen. On (B)(6) 2011, it was reported there was a possible infection. The pt had a fever, a rash, was "tight," and was "not herself." The pt experienced withdrawal symptoms. A culture was obtained in the hcp office; the results were unk by the reporter. The pt was started on an antibiotic. As of (B)(6) 2011, the pt was "fine." The hcp tried to aspirate the catheter but was unable to access the catheter; the hcp did not have the right cap kit. The drug in the pump at the time of the event was lioresal. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).